Event description:
According to the reporter: the stapler didn't create staples with the proper "b" shape. The surgeon opened and used another stapler without any problem to staple over the previous one. Unanticipated tissue loss occurred due to the issue.

Manufacturer narrative:
(B)(4).